Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor. The customer further reported having contact with a healthcare professional who treated her with insulin (dose/type unknown). No further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.investigation was performed. Correction made to these specific fields: h2, h3, h6 and h10.

Event description:
The customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor. The customer further reported having contact with a healthcare professional who treated her with insulin (dose/type unknown). No further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Date received by mfg was incorrectly documented in the MDR follow up #2 report. The correct received by MFR date is december 16, 2019.

Event description:
The customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor. The customer further reported having contact with a healthcare professional who treated her with insulin (dose/type unknown). No further treatment information was reported. There was no report of death or permanent impairment associated with this event.